Event description:
A customer contacted beckman coulter inc. (Bec) and reported that they received a package of wash buffer ii bottles with one having a cracked cover. The customer stated that there was no damage to the shipping container. There was no report of injuries to user/lab visitors or exposure to hazardous liquids.

Manufacturer narrative:
Service was not dispatched for this event. A replacement bottle was sent to the customer. Root cause of the cracked cover has not been determine to date.